Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 & 12474528. Received (3) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 165818 and manufacturing lot number ngkp2656. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using in house syringe with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water). The catheter balloon was found to have a pinhole measuring 0.013 inches. This is out of specification which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a foley catheter spontaneous removal event after placement in a home care patient placed from 19sep2025. When the balloon was checked, it was found to be leaking. As multiple occurrences have been reported in the same patient, there might be possibility of calcification stones, etc. In the urinary tract and monitoring to see if this was caused by the lot. Per follow up information received via rcc on 26sep2025, stated that after leak a broken balloon was confirmed when checked the balloon.

Event description:
It was reported that this was a foley catheter spontaneous removal event after placement in a home-care patient placed from (B)(6) 2025. When the balloon was checked, it was found to be leaking. As multiple occurrences have been reported in the same patient, there might be possibility of calcification stones, etc. In the urinary tract and monitoring to see if this was caused by the lot. Per follow up information received via rcc on 26sep2025, stated that after leak a broken balloon was confirmed when checked the balloon.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.